Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that the patient was going to have a lead revision on the day of the report because they were not getting adequate coverage on their left side but the healthcare professional (hcp) could not reposition the lead appropriately and the neurological monitoring in the room said they lost sensory readings in the left leg. The hcp felt a complete explant would be the best course of action. There were no environmental/external/patient factors that may have contributed to the issue. The patient had an older system that was explanted and replaced. The lead was repositioned twice but they were unable to get left sided stimulation coverage. The rep asked but it was unknown if the issue was resolved at the time of the report. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.